Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date of the lead is not available. (B)(4).

Event description:
It was reported that the patient experienced a (B)(6) pocket infection with persistent bacteremia. The patient was initially treated with antibiotics but the infection persisted. The implantable cardioverter defibrillator (ICD) system was extracted five weeks after it was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.